Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer could not complete insulin delivery with third party consumables. The blood glucose reading is 126 mg/dl. Explained to customer that medtronic cannot troubleshoot with third party consumables. Customer stated that she was hospitalized in 2009 for high blood glucose. The blood glucose reading at the time of the event was 743 mg/dl. Customer had ketones. Customer stated that she had issues with her supplies. Diagnosed hyperglycemia. Hospital treated with fluids. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was funcitioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarm or low reservoir alarm anomalies noted.